Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
The customer reported that the slide clamp on the extension set breaks. The broken clamp does not prevent flow, therefore, the nurses continue to infuse with the set. Although requested there was no other information provided.